Manufacturer narrative:
Patient information was requested, but customer did not provide information.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported there was no patient involvement.